Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had a primary in (B)(6) 2017. The patient fell and fractured her lesser trochanter which caused the stem to subside. On (B)(6) 2017, the surgeon revised the stem, head and liner. Then, in (B)(6) 2017 the patient came in due to signs of infection. Batch review performed on 25 september 2017. Lot 164724: (B)(4) items manufactured and released on 18 october 2016. Expiration date: 2021-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and swapped the head of another company and the medacta liner. The surgery was completed successfully. Pathogen is enterobacter cloacae.